Event description:
It was reported that the patient underwent a full system explant procedure due to loss of therapy. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078426/7078792.